Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead is already programmed to the most sensitive setting and no intervention measures were reported. No patient complications have been reported as a result of this event.